Manufacturer narrative:
The patient sample was not available for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii ver.2 results from two samples from the same patient tested on the customer's cobas 8000, cobas e 602 module with serial number (B)(4), the investigation site's e 411 with serial number (B)(4) and the investigation site's e 601 with serial number (B)(4). This is for the ft3 iii assay. Please refer to with patient identifier (B)(6) for the ft4 iii assay. The reporter was not able to provide the date of measurement at the customer site. The date of blood sampling was used as the date of the event. The initial results were not reported outside of the laboratory. The ft3 iii v2 reagent lot number used at the customer's laboratory is 573234. The expiration date was requested but not provided. The ft3 iii v2 reagent lot number used at the investigation site's e 411 is 573234 with an expiration date of 31-jan-2023. The ft3 iii v2 reagent lot number used at the investigation site's e 601 is 573234 with an expiration date of 31-jan-2023.